Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 3.3, 8.6, 6.9, and 7.2 mmol/l. Tests were done within 20 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.